Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Wires frayed during cvc placement. Two attempts were made on the same patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
Wires frayed during cvc placement. Two attempts were made on the same patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).